Event description:
It was reported that at the start of a procedure to treat fragmentation of urinary calculi, urethral calculi and kidney stones, the laser system would not power on due to an issue with the facilities circuit breaker. The customer attempted to reboot the laser system at which time a "blue flame", smoke and the smell of "electrical burning was reported as coming from the back of the laser. This caused two of the operating room staff to be distressed and seriously concerned. The laser system could not be utilized. The procedure was canceled and the pt was to be rescheduled for surgery at undetermined date. There was no reported injury to the pt, user and/or operating department practitioners.